Event description:
Customer stated that the blood glucose levels have been high for two days. The current blood glucose reading is 179 mg/dl. Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 300 mg/dl. Customer was nauseous and had ketones. Hospital treated with IV and fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.